Event description:
The pump was reported to become hot to touch while it was charging with tandem supplies, though no temperature alarms were recorded in the pump history. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support sent a replacement pump with updated software and advised the customer to put the current pump into storage mode before returning it via ups using the provided return box and pre-paid label within 10 days. The customer acknowledged all instructions and will continue using the current pump as a backup therapy.